Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left motor was locking up on the patient and spin him, motor would not function in reverse.